Manufacturer narrative:
The reported complaint is inconclusive. Although originally expected, the device is now not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 8 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Conmed received twenty-five 60-5274-132 in unopened original packaging. The lot number was verified to be the same as reported. A visual inspection was performed and found there were no obvious signs of abnormalities or defects. Performed a functional inspection, even with excessive force provided to try to make the sheath slide, it would not. The customer's reported complaint of sheath slippage is unconfirmed. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer in (B)(6) reported issues with the stealth 32 lhook lap electrode, item # 60-5274-132, lot 201812111, that occurred (B)(6) 2019 during a cholecystectomy procedure on a (B)(6) year old. The information indicates that "during the surgery, the plastic sheath has slipped. The coagulation procedure was defective. There was no impact or injury to the patient". Clarification was received that indicates the anti-scale coating of the electrode detached while in use. It was indicated that no piece of the coating fell into the patient. To date, no additional information has been provided. This report is being raised on the basis of previous us FDA MDR reporting of similar malfunction with potential for injury upon reoccurrence.